Event description:
While a surgeon was removing sterile a plate with two prong because he decided to use external fixator during open reduction internal fixation of right toe, one of the prongs of the plate broke off. Surgeon attempted to remove the broken piece but unsuccessful because it was embedded into the bone. Surgeon decided to leave the broken piece in the patient. FDA safety report ID# (B)(4).